Manufacturer narrative:
Since the subject device has been not returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not appeared during the unspecified timing. The service department of olympus (B)(4) checked the subject device and could duplicated the reported phenomenon at the incoming inspection for the repair. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus (B)(4), omsc surmised there was the possibility this phenomenon was attributed to following. The ccd cable might be broken due to excessive bending and/or pulling stress to the insertion section and/or universal cord. The ccd cable might become electrical short due to an accidental wiring failure of the electrical circuit board in the video connector. The ccd might be damaged due to internal dielectric breakdown by over current. The over current might be attributed to the user handling such as the connection failure of the ground wire of the system, connecting or disconnecting of the video connector with the video system center turned on, or an electrical short due to adhesion of foreign material or liquid on electrical contacts. If additional information becomes available, this report will be supplemented.